Event description:
The aus device was removed from the pt, due to infection, and replaced. Unable to obtain add'l info. Info received on 1/13/97 indicates an aus device was implanted, date not indicated. The pump was removed from the pt, date not indicated. On 10/23/96 the cuff and reservoir were removed from the pt due to infection. An entire device was implanted.